Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 120 units of insulin. Customer did not practice the proper air removal technique. The customer¿s blood glucose level was 160 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.